Manufacturer narrative:
Argus case (B)(4).

Event description:
This product chokes me; [choking]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6)-year-old female patient who received double salt dental adhesive cream (poligrip cushion comfort) cream (batch number 139369, expiry date 1st august 2022) for product used for unknown indication. This case was associated with a product complaint. Concomitant products included no therapy. On (B)(6) 2020, the patient started poligrip cushion comfort. On (B)(6) 2020, an unknown time after starting poligrip cushion comfort, the patient experienced choking (serious criteria gsk medically significant). On an unknown date, the patient experienced product complaint. The action taken with poligrip cushion comfort was unknown. On an unknown date, the outcome of the choking and product complaint were unknown. It was unknown if the reporter considered the choking to be related to poligrip cushion comfort. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information received via call center representative on 13 march 2020. Consumer stated that "I bought this super poligrip cushion and comfort for the 1st time yesterday as this is new. This product chokes me. Lot number was 139369. Expiration date was 01 aug 2022. I want my regular poligrip that I always use. I still can't get this stuff out of my mouth. I don't want this and I want my money back. This is the most horrible thing that has been put in the market". Follow up information was received on 17 march 2020 from quality assurance (qa) department regarding complaint number (B)(4) (issue number) for lot code 139369. Quality investigation report concluded that, complaint stands unsubstantiated. Complaint sample was not received at investigation site. There were no deviations during the batch process who could have an negative impact to the adhesive power, the consistency or could explain the above described effect. The results of release of the lab for adhesive power and the consistency were all within the specification.